Event description:
No 2. Tissue processor appeared to have damaged tissue samples beyond recovery. Tissues appeared brittle and fragile. 1 week later, no 4. Tissue processor had the same issue and tissue samples were damaged beyond recovery and similarly appeared brittle and fragile. Ref report: mw5119586.